Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue and completed other, unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed user interface pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that their device displays a white screen upon powering on. A white screen is indicative of a device lock-up and defibrillation may not be available, if it were necessary. There was no patient use associated with the reported event.